Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated left ventricular (lv) lead reported hearing beeping tones coming from the device. The patient was seen for a device check were a 'check lv lead' message was displayed. It was subsequently found that one high, out of range lv pace impedance measurement had been recorded. The system will continue to be monitored. There were no adverse patient effects reported.